Manufacturer narrative:
UDI-no.: (B)(4).

Event description:
It was reported through an implant card that impedance was measured on vns patient's system after a generator replacement surgery, the impedance value (>10000 ohms) was noted in the implant card. The review of the manufacturing records confirmed all tests passed for the generator and the lead prior to the distribution. Further follow up with the physician indicated that the vns system worked before the generator replacement. It is likely that the lead pin was not fully inserted into the generator block during the generator replacement surgery. It was reported that the generator was turned off when the high impedance was observed. No decision is made by the surgeon regarding this case as an infection risk is present and even the patient is unsure if agree for a new vns device implant.